Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose (bg) value was between 400 mg/dl and a reading of "high" via cgm meter. Reportedly, the customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.